Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the pa pressure over damping was observed from the beginning. Another transducer was used but the problem was not solved. No pt complications were reported.